Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented for a routine in-clinic follow-up. Upon interrogation, the right ventricular lead exhibited a loss of capture and increased impedance measurements. The device was reprogrammed and therapy was turned off. On (B)(6) 2018 the lead was capped and replaced.

Event description:
New information received on 05/07/18 stated that the patient was doing fine before and after surgery.